Manufacturer narrative:
Testing of actual/suspected device: a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit displayed a autofill failure alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge fse checked the unit and suspected the drive manifold was defective. To fix the issue, the fse replaced the drive manifold assembly. All functional and safety test were performed. The unit passed all tests performed and was then returned to the customer and cleared for clinical use.

Event description:
N/a.